Event description:
This is the first of three reports (same product ID, same serial number, same product problem, different pts, different incidents). The hand piece keeps leaking irrigation water profusely out of the back where the tubing is connected. This has happened three times that the customer has told the sales representative about. Each time, the sales representative has gone to the account after the case was completed, set up the tubing and handpiece, and ran a series of tests for long periods of time to replicate the issue. The sales representative has never been able to see the reported leak. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.